Event description:
It was reported that during a laparoscopically assisted supracervical hysterectomy procedure, after a few times, the top part of the jaw was broken. The part fell into situs but could be removed. No further information is available. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw bent at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.